Event description:
It was reported that pump generated cartridge alarm 20 and issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device, and requested return of problematic pump using prepaid label within 10 days.